Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the manger of materials management at 17:49 est that there was a problem with a spring wire guide (swg) from the ak-45703-cdc catheter. She stated that the physician felt it was a problem with the swg itself. She reported that the swg "somehow uncoiled" and was in the pt. The pt was airlifted to another hospital for surgical removal of the swg. Additional information received from the sales representative on (B) (6) 2010, stated the retained piece was surgically removed from the pt and another device was used. The swg uncoiled while advancing the wire through the introducer needle. There were no pt complications reported and the surgery was successful.